Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("essure might have burst a tube") and pregnancy with contraceptive device ("I want to report a pregnancy with the essure") in a 37-year-old female patient who had essure (batch no. D08052) inserted for female sterilization. Other product or product use issues identified: device ineffective "I want to report a pregnancy with the essure". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for fallopian tube perforation and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: pregnancy confirmed. Ultrasound scan vagina - on an unknown date: essure might have burst a tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: case (B)(4) is marked for deletion as it is found that it is duplicate of this case. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("essure might have burst a tube") and pregnancy with contraceptive device ("I want to report a pregnancy with the essure") in a 37-year-old female patient who had essure (batch no. D08052) inserted for female sterilization. Other product or product use issues identified: device ineffective "I want to report a pregnancy with the essure." On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for fallopian tube perforation and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: pregnancy confirmed. Ultrasound scan vagina - on an unknown date: essure might have burst a tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ("essure might have burst a tube") and pregnancy with contraceptive device ("I want to report a pregnancy with the essure") in a (B)(6) female patient who had essure (batch no. D08052) inserted for contraception. Other product or product use issues identified: device ineffective "I want to report a pregnancy with the essure". On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant). At the time of the report, the fallopian tube perforation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter provided no causality assessment for fallopian tube perforation and pregnancy with contraceptive device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2018: pregnancy confirmed. Ultrasound scan vagina - on an unknown date: essure might have burst a tube. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.